Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of the user facility that during catheter placement for an epidural, the catheter fragmented and temporarily remained in the patient. According to the reporter, the catheter was removed immediately without injury to the patient.